Event description:
The customer reported air in the venous bloodline with no air in blood alarm. There was no pt injury or medical intervention.

Manufacturer narrative:
The device was being used for pt treatment at the time of the incident. No procedural/physiological factors were involved. Note: although no components were returned to the MFR for failure investigation, the device was evaluated by the clinic's biomed department and found to be operating within manufacturer's specifications. Investigation: components not returned for investigation. A review of the cpt/dtf histories is not possible. Test procedure followed: qara 146 sec 2.3, revision: j. Test results/analysis and any data recorded: gambro technical services was on site at erie county medical center on 3/5/1998, in order to investigate air getting passed the venous clamp during a dialysis treatment. Biomed technician performed the 7 micro liter air bubble test on the uabd, and found that the machine was operating normally, as per gambro technical services. However, no parts were returned for investigation. Without the parts it is not possible to perform an evaluation on the reported incident. Should the parts become available in the future this complaint will be reopened. Additionally, it is possible, at high blood flow rates, for a bubble to move just past the detector unit before the clamp fully stops all blood flow. This can give users the perception that the uabd did not react appropriately. However, it is not clear if this is what the facility saw, and reported in this incident. There was no pt injury or medical intervention for this reported incident. The following safety analysis applies: an air in blood alarm, as decribed in section 5-11 of the cs3 operator's manual, results in a visual and a steady audible alarm. The venous clamp occludes the return line and stops the blood pump, isolating the pt from the machine. The response would be the same even of the uabd indicated that air was in the blood when in fact it was not, thus, a false alarm. In the event of not being able to reset the alarm the pt is still safe because the venous clamp is still clamped and the blood pump is still stopped. In addition the blood can be returned to the pt manually by following the manual blood return procedure in the operator's manual. The part was not available for investigation. Therefore, no conclusion regarding its failure mode could be determined. If the part should become available, the complaint will be reopened and the failure investigated. Sales, service, and/or customer: no. Contacts: no.